Event description:
In 2005 I had inamed mcghan 168 (now allergan) saline breast implants put in. In 2007 I was hospitalized and diagnosed with guillanbarre disease. After 30 days in ICU, I was released and continued with ivig and prednisone treatments for ongoing neuropathy and later re-diagnosed with cidp. Muscle strength has never completed returned in my feet, legs, hands and arms. I am still suffering with episodes of various levels neuropathy and muscle weakness requiring ivig and prednisone to stabilize symptoms. In september I had an implant rupture and another episode has flared up with symptoms progressing. I currently have a neurologist appointment scheduled for treatment and a surgeon consultation appointment scheduled for explantation. While researching surgeons I came across information leading me to the recall of my allergan implants. Hopefully, I will know more soon and my 16 years of suffering will finally end. Please let me know if my experience can assist you with preventing anyone else from suffering as I have. Thank you.